Event description:
While stapling the bronchus during a lobectomy, the covidien endo gia ultra universal stapler with a black 60mm load, the stapler made a very loud clicking sound. The tissue was cut and stapled properly but with more force than what is usually required. The stapler was removed from inside the patient and it then no longer worked. The stapler was removed from the field and was replaced with a new one. Diagnosis or reason for use: lobectomy.